Manufacturer narrative:
Block b3: approximated based on the reported event date september 2024. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf f23 captures the reportable event of unexpected medical intervention. MFR report number was not provided; however, reported user facility (uf)/importer report number is 2200710000-2024-8023.

Event description:
It was reported that the patient underwent the planned stone extraction and ureteral stent exchange. While grasping the right stent, the surgeon removed a piece of broken amplatz super stiff guidewire in the ureter from the prior stent placement procedure. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.